Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The baseline testing completed on the device found no abnormal conditions. All testing that was completed on the device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was evaluated in the emergency room due to a syncopal episode. The right ventricular (rv) lead connected to this system was known to exhibit gradual high out of range shock impedance measurements, therefore, the physician opted to extract this system and implant a new one no additional adverse patient effects were reported. This product has been received for analysis.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was evaluated in the emergency room due to a syncopal episode. The right ventricular (rv) lead connected to this system was known to exhibit gradual high out of range shock impedance measurements, therefore, the physician opted to extract this system and implant a new one no additional adverse patient effects were reported. It is expected to receive this product for analysis.